Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for high blood glucose. Blood glucose was 54 mg/dl. Customer reported that next day blood glucose was 200 mg/dl. Customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.